Event description:
First attempt to stent vessel was unsuccessful. During removal of first device, stent dislodged from balloon without it being inflated. Second attempt to stent vessel was unsuccessful. Stent was dislodged (2nd stent) during removal. Balloon was not inflated during either attempt. Both stents remained in arteries.